Event description:
Procedure: lap cholecystectomy. According to the reporter: after firing, clip formation was not parallel and was crossed to each other. Resulted in cutting the cystic duct instead of clipping the duct. It was ligated with endo loop to prevent bleeding. The patient was involved with injury. The problem was noticed during the firing process. Medical intervention was required. Surgery time was extended by 30 minutes or more. The product was tested prior to use. The patients current condition is stable.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/03/2015.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 12/05/2014.